Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a message about an ECG device operation fault was displayed. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The fse implemented shift check and the device was restored. The device was operational as per manufacturer's specifications. The investigation concludes that no further action is required at this time.